Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket erosion. A temporary pacing system was used with a lead implanted and connected to an external implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.